Event description:
It was reported that the site is clear of infection now. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient's skin had eroded over his generator and was infected. This occurred about a month after generator replacement. The device was explanted. It was noted that the patient would be treated with antibiotics. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device return and evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.